Event description:
It was reported to philips that the system could not enter the application mode. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited onsite and confirmed that the host pc bios battery voltage was low. The fse replaced bios battery in m cabinet. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.